Manufacturer narrative:
The customer's products have been requested and received and an investigation is in process. A supplemental report will be sent once new information is obtained. The meter's manufacture date is unknown.

Event description:
An adc customer reported receiving imprecise meter readings using their fs freedom lite meter. They reported receiving readings of 287mg/dl, 31mg/dl and 116mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid the results fell within the "c" zone showing the difference in values is considered clinically significant. In addition, the customer reported that as a result of the readings they did not eat and experienced symptoms of feeling "lightheaded, nausea and weakness". No third party medical intervention was reported and customer reportedly ate food to help alleviate his symptoms. There was no report of serious injury, death or permanent impairment associated with this report.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.